Event description:
The complainant is the family member of an isulin dependent diabetic. The family member called the 24/7 number wanting to check the pt's meter. The family member stated that the family member had turned the meter on to access the memory feature and then could not get the meter to turn off. The family member also stated after that incident the pt's blood sugars were in the 400+ mg/dl range after numerous injections of insulin. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was learned that the customer was using excel off brand reagent strips. It was explained that bayer does not provide or support the use of any off brand reagent. Because there is the possibility that the excel off brand reagent strip may have cause some physical damage to the instrument system a request was made to return it for more evals. In the meantime a replacement system has been provided.